Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "rn called customer support specialist (css) to troubleshoot physically improbable pressures" the patient is supported on the intra-aortic balloon pump (iabp) with no alarms or issues, non-fiber optic intra-aortic balloon (iab). Perfusion chose to pump in operator mode utilizing the a-paced trigger. Patient is 100% a-paced at 94bpm. Pressures displayed do not match the arterial pressure (ap) waveform. The ap source is the central lumen transducer. The pressures on the pump are sys 81, aug 80, dia 80, and map 57. They also have a radial a-line source on the monitor which is showing appropriate pressures sys 122. Ap waveform appears to have slightly early inflation, this is normal when assessed in 1:2. The central lumen has been leveled and zeroed, no change in pressures. As a result, a second iabp was brought to the bedside and without interrupting therapy, connect the central lumen to the second pump. Pressures were accurately displayed on second pump. The patient was switched to the second pump and the pump mentioned above was sent to biomed. There was no patient death or serious injury or reported. Patient current outcome reported as fine.

Event description:
It was reported "rn called customer support specialist (css) to troubleshoot "physically improbable pressures" the patient is supported on the intra-aortic balloon pump (iabp) with no alarms or issues, non-fiber optic intra-aortic balloon (iab). Perfusion chose to pump in operator mode utilizing the a-paced trigger. Patient is 100% a-paced at 94bpm. Pressures displayed do not match the arterial pressure (ap) waveform. The ap source is the central lumen transducer. The pressures on the pump are sys 81, aug 80, dia 80, and map 57. They also have a radial a-line source on the monitor which is showing appropriate pressures sys 122. Ap waveform appears to have slightly early inflation, this is normal when assessed in 1:2. The central lumen has been leveled and zeroed, no change in pressures. As a result, a second iabp was brought to the bedside and without interrupting therapy, connect the central lumen to the second pump. Pressures were accurately displayed on second pump. The patient was switched to the second pump and the pump mentioned above was sent to biomed. There was no patient death or serious injury or reported. Patient current outcome reported as fine.

Manufacturer narrative:
(B)(4). The reported complain of hemodynamic monitoring error is confirmed based upon the picture of the pump screen provided, however, no sample was returned to teleflex chelmsford for investigation. Multiple attempts have been made to receive an update on the status of the pump, with no further information provided. The root cause of the complaint is undetermined. This will be monitored for any developing trends. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.